Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock and pain experienced by the patient. This patient was subsequently hospitalized. This device was then tested with provocative maneuvers with noise able to be reproduced in primary and secondary. This device system was reprogrammed to the alternative vector to mitigate further oversensing. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock and pain experienced by the patient. This patient was subsequently hospitalized. This device was then tested with provocative maneuvers with noise able to be reproduced in primary and secondary. This device system was reprogrammed to the alternative vector to mitigate further oversensing. This system remains in service. No additional adverse patient effects were reported.